Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 332 mg/dl. The customer stated that she called twice yesterday and her sugars were really high. The customer stated that she kept getting more insulin. The customer stated that she changed her site and gave herself an injection and got it down to 42 mg/dl and had some apple juice and got to 143 mg/dl. The customer stated that throughout the night, she received multiple no delivery alarms. The customer was advised that recurring no delivery alarms may be due to site, set or reservoir issues. The customer stated that she does rotate sites and avoid scar tissue. The customer stated that the tubing is not bent or kinked. The customer will be sent a replacement pump.